Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported her ins turned off by itself sometimes. Caller provided updated information that she thinks this started about 4 months after implant and it sometimes still happens. Patient uses controller to check and confirms stim is off, caller said it happens randomly when controller is not being used, like when she is doing dishes. It was recommended that the patient keep a diary. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient said she will not be at home or she will be doing dishes and will get excruciating pain, and when she checks it the stimulation has shut off on its own. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them on (B)(6) 2019. Patient reported that the stimulation still turns off on its own. Patient has called the tech and unable to meet with them until their appointment on (B)(6) 2019.. Patient reported they are unsure of what steps were taken to resolve the stimulation turning off on its own. Patient reported the "tech" checked out the stimulator and they are unsure what steps were taken. Stimulation turning off on its own has not been resolved. Patient reported their pain is getting worse and needs to have controller turned up. Patient's weight at the time of event was (B)(6).